Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one unopened sample has been received. Visual inspection shows no defects. The sample received was tested under positive pressure to check if leak appears. No leak has been found in the luer lock connection. Several inspections are carried out during manufacturing process to avoid faulty parts: visual inspections for connector parts are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance (ph-300). Luer cone and luer thread diameter are checked every 8 hours and at the beginning of the lot and after a machine stop. Pass / no pass gauge. Tip luer cone diameter is verified at the beginning of the lot and after a machine stop. It is also checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane. No quality notifications have been found during device history record review. Investigation conclusion: one unopened sample has been received. Visual inspection shows no defects. The sample received was tested under positive pressure (based on iso 594 assembly) to check if leak appears. No leak has been found in the luer lock connection conclusion: no leak has been observed when the connector was tested under a positive pressure. No qn¿s or other events have been found in DHR revision. Root cause description: no defect confirmed. No root cause found. Rationale: based on the low severity and frequency of the defect (according to ps-001) and acceptable results for the sample tested, it was determined that no CAPA is required. UDI#: (B)(4).

Event description:
It was reported there was leakage found on several bd phaseal¿connectors during administration. There was no report of injury or medical intervention.